Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.h1: type of reportable event. H3 other text : device discarded; single-use device.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2023. Per the consumer, he mistakenly added the reagent solution on swab and then swabbed his nostrils. The consumer confirmed that he had no irritation or discomfort from the reagent. The consumer was advised to wash skin with plenty of water and make sure to communicate with his healthcare provider if any irritation or discomfort occurred.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2023. Per the consumer, he mistakenly added the reagent solution on swab and then swabbed his nostrils. The consumer confirmed that he had no irritation or discomfort from the reagent. The consumer was advised to wash skin with plenty of water and make sure to communicate with his healthcare provider if any irritation or discomfort occurred.